Event description:
Follow-up information revealed that patient stated the ipg felt lose in the pocket and patient wanted it repositioned. The ipg site was repositioned resolving the issue.

Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported during an ipg replacement procedure on (B)(6) 2019 (reference MFR report: 3006705815-2019-00295) the patient reported experiencing discomfort located at the ipg site. In turn, the ipg site was moved during the procedure.